Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on both right ventricular leads due to suspected lead-to-lead abrasion. Diagnostic imaging was performed and no insulation abrasion was observed, however, contact between the rv leads was noted. No intervention was performed, the leads remains implanted and will continue to be monitored. The patient was in stable condition. Related manufacturer report number: 2938836-2020-09150.